Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor, the insertion area is red, has a yellow liquid discharge, and bleeding. This has occurred on each sensor worn by pt since starting to use the device in (B)(6) 2012. Pt has also complained of pain, on occasion. Pt's mother reported that no infections have occurred and sites do heal. The pt has known allergies to other metals. They called pt's doctor, who recommended an antibiotic cream. At the time of the call to technical support, pt's condition is fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.